Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to sepsis, multisystem organ failure. The outcome was not considered device or therapy related due to sepsis, multisystem organ failure, positive blood cultures, no driveline exit site infection. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.additional information provided that 2 to 3 days prior to hospitalization, the patient called with reports of fever and general malaise. The patient was instructed to seek care locally but refused. A blood culture and gram stain on (B)(6) 2025 determined the onset of the infection at an outside hospital. The source of sepsis was unknown. The patient was hypotensive and had severe dilatory shock. The infection was treated with vancomycin.

Manufacturer narrative:
Section b3 - date of event: corrected. Section e3 - occupation: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis, infection, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.